Manufacturer narrative:
The investigation has determined that lower than expected vitros thyroid stimulating hormone (tsh) results were obtained when processing a single patient sample during a correlation study using vitros immunodiagnostics products tsh reagent in combination with a vitros 5600 integrated system. The results were lower than expected when compared to siemens and roche tsh euthyroid results. A definitive assignable cause for the lower than expected vitros tsh results could not be determined. The likely cause of the lower than expected vitros tsh results is an unknown interferent which affects the vitros tsh method, but not the roche, or siemens tsh methods, however, this could not be confirmed with the information provided. Historical vitros tsh quality control results and an acceptable within run vitros tsh precision test indicate vitros tsh reagent lot 6120 in combination with the vitros 5600 integrated system is performing as expected. Furthermore, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lot 6120. In addition, the correlation study included 12 patient samples. The vitros tsh results for 11 of the 12 samples were concordant with the non-vitros tsh results. Therefore, there is no evidence to suggest a reagent, or analyzer related issue is the cause of the event.

Event description:
A customer reported lower than expected vitros thyroid stimulating hormone (tsh) results obtained when processing a single patient sample during a correlation study using vitros immunodiagnostics products tsh reagent in combination with a vitros 5600 integrated system. The results were lower than expected when compared to siemens and roche tsh euthyroid results. Patient sample vitros tsh results of 0.085, 0.083 and 0.111 miu/l (hyperthyroid) versus siemens result of 2.6 miu/l and roche result of 1.33 miu/l (euthyroid results). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were obtained during a patient correlation study. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).